Manufacturer narrative:
Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-10986. It was reported recapture difficulties occurred. A left atrial appendage (laa) closure procedure was being performed. A 30mm watchman ® laa closure device & delivery system was used along with a watchman ® access system. The closure device was deployed, but due to the patient's anatomy, it was fully recaptured. It was noted that there was resistance in recapturing the closure device and the anchor of the closure device tore the tri-cut tip of the delivery system. The delivery system was exchanged to successfully complete the procedure. There were no patient complications and the patient's condition is stable.